Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of bacterial infection after onyx embolization. It was reported that the patient underwent endograph leak repair using onyx 18 and onyx 34. Approximately 70 days post-embolization, the patient presented at the hospital with a severe aortic infection caused by bacteria. The name of the bacteria was not provided, but it was reportedly a skin-transmissible microorganism. The patient underwent surgery to remove the onyx; the customer is reportedly in possession of the onyx material. The patient is reportedly doing well.